Manufacturer narrative:
Liebel - flarsheim field service report: fse reloaded v2.06 software to powerhead and console. Tested unit in accordance with lf procedures. Injector returned to full service by the customer. The alarm occurs when the injector detects that an out of synchronization condition has occurred. The alarm is actually a verification that the installed alarm is performing as intended and prohibiting an injection from occurring during an out of sync condition. Known issue addressed by CAPA.

Event description:
Customer states that injector gave an error and it was discovered that console protocol and powerhead protocol did not match. Customer states that they do not enter protocol via the console, only through the powerhead. Customer rebooted system and performed exam without further events.